Manufacturer narrative:
Blocks g4 and h11 have been corrected. Block h6: imdrf device code a150201 captures the reportable event of stent failed to deploy for biliary indication. Block h11: an axios delivery system was returned for analysis. Visual examination identified that the delivery system was returned without the stent. The delivery system was inspected and there were no damages found. The reported event of sheath kink and stent failure to deploy could not be confirmed as the stent was not returned. Based on the available information, there is not enough information to confirm the reported event; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used inconsistent per the instructions for use (IFU)/product label. As per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the jejunum. Additionally, they have reported that upon opening the package there was a visible kink in the catheter. Due to it being their only available stent they tried to use it anyways. Per the IFU, before use, examine the outer surface of devices which are intended to be inserted into a patient or used during procedure. Do not use a device that has unintended rough surfaces, sharp edges or protrusions which may cause harm. Cut burned or damaged device insulation may cause unsafe currents in either patient or operator.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to jejunum to treat a gastric outlet obstruction during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, when the physician removed the device from the package, it was observed that there was a kink in the distal portion of the catheter. The physician still attempted to use the device; however, it did not deploy. Another of the same size was then used to complete the procedure. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transgastric to the jejunum during a gastrojejunomy. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the jejunum. Note: it was reported that upon opening the package there was a visible kink in the catheter. Due to it being their only available stent they tried to use it anyways. Per the instruction for use (IFU) before use, examine the outer surface of devices which are intended to be inserted into a patient or used during procedure. Do not use a device that has unintended rough surfaces, sharp edges or protrusions which may cause harm. Cut, burned or damaged device insulation may cause unsafe currents in either patient or operator. The user did not follow the IFU.

Manufacturer narrative:
Blocks b1, d4 unique identifier (UDI) , h6 (evaluation conclusion code) have been updated based on additional information received on 27mar2025. Blocks g4 and h11 have been corrected. Block h6: imdrf device code a150201 captures the reportable event of stent failed to deploy for biliary indication. Block h11: an axios delivery system was returned for analysis. Visual examination identified that the delivery system was returned without the stent. The delivery system was inspected and there were no damages found. The reported event of sheath kink and stent failure to deploy could not be confirmed as the stent was not returned. Based on the available information, there is not enough information to confirm the reported event; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used inconsistent per the instructions for use (IFU)/product label. As per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the jejunum. Additionally, they have reported that upon opening the package there was a visible kink in the catheter. Due to it being their only available stent they tried to use it anyways. Per the IFU, before use, examine the outer surface of devices which are intended to be inserted into a patient or used during procedure. Do not use a device that has unintended rough surfaces, sharp edges or protrusions which may cause harm. Cut burned or damaged device insulation may cause unsafe currents in either patient or operator.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to jejunum to treat a gastric outlet obstruction during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, when the physician removed the device from the package, it was observed that there was a kink in the distal portion of the catheter. The physician still attempted to use the device; however, it did not deploy. Another of the same size was then used to complete the procedure. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transgastric to the jejunum during a gastrojejunostomy. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the jejunum. Note: it was reported that upon opening the package there was a visible kink in the catheter. Due to it being their only available stent they tried to use it anyways. Per the instruction for use (IFU) before use, examine the outer surface of devices which are intended to be inserted into a patient or used during procedure. Do not use a device that has unintended rough surfaces, sharp edges or protrusions which may cause harm. Cut, burned or damaged device insulation may cause unsafe currents in either patient or operator. The user did not follow the IFU.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to jejunum to treat a gastric outlet obstruction during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, when the physician removed the device from the package, it was observed that there was a kink in the distal portion of the catheter. The physician still attempted to use the device; however, it did not deploy. Another of the same size was then used to complete the procedure. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transgastric to the jejunum during a gastrojejunostomy. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the jejunum. Note: it was reported that upon opening the package there was a visible kink in the catheter. Due to it being their only available stent they tried to use it anyways. Per the instruction for use (IFU) before use, examine the outer surface of devices which are intended to be inserted into a patient or used during procedure. Do not use a device that has unintended rough surfaces, sharp edges or protrusions which may cause harm. Cut, burned or damaged device insulation may cause unsafe currents in either patient or operator. The user did not follow the IFU.

Manufacturer narrative:
Block d2b: product code : kns, pcu; reported here as the product code exceeded character limit for the designated field. Block g4: premarket / 510(k)#: k163272, k181905, k220112, k233318; reported here as the premarket/510(k)# exceeded character limit for the designated field. Block h6: imdrf device code a150201 captures the reportable event of stent failed to deploy for biliary indication.